Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. There was a total loss of power to the mobile power unit on (B)(6) 2019. The patient reportedly stated they had the locking mechanism for the ac cord on the mobile power unit but was unable to confirm as he did not have it with him.

Manufacturer narrative:
Section h1: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file. The customer submitted a heartmate ii system controller log file for review. Technical service reviewed the file and replied to the customer. The log file contained approximately 27 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for power source replacements. A no external power event occurred on (B)(6) 2019 18:23:20. The patient was operating on mpu power prior to the event. The power cable disconnect events on both controller leads indicate that the external power was lost. The backup battery was activated and powered the system. There are no further external power source changes until (B)(6) 2019 20:14:24, when the patient installs batteries (approximately 2 hours later). No product was returned for evaluation. The reason for the loss of external power could not be determined from the log file. Set up and use of the mobile power unit are documented in the heartmate ii lvas patient handbook. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Specific warnings and cautions regarding the mpu's set up and the electrical outlet used (including location and accessibility) are given in the heartmate ii lvas patient handbook. Changing external power sources is documented in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.